Event description:
It was reported that the daily insulin use was a different value on the dashboard page of the t:connect data management system as compared with the daily insulin use value on the activity summary page of the t:connect data management system.